Event description:
The patient's device is reportedly showing that all electrodes are shorted. The patient reportedly experienced overly loud stimulation. Testing of the device showed that it is not functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.